Event description:
It was reported that there was a removal of hardware due to a fractured veriable angle locking compression plate (va lcp) medial distal tibia plate. The patient was originally treated for a fractured tibia and fibula on in unknown date in 2014. During a routine follow-up on (B)(6) 2014, the surgeon confirmed via x-ray that the plate was fractured in the diaphysis through one of the variable angle locking holes. On (B)(6) 2014 the surgeon explanted the broken locking compression plate one-third tubular plate and fourteen various screws. It was reported that there was no issue with any of the other hardware that was explanted. The patient was re-plated and the surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Implant date: unknown date, unknown month 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record of part 02.118.008-us lot 8123795 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.